Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery would not hold charge and the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to troubleshoot with the customer; all were unsuccessful.